Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned stent, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during device unpacking and prior to use, the 3.5 x 12 mm multi-link 8 stent implant was found to be dislodged from the balloon. It was noted the protective sheath had been removed from the device without any resistance noted. There was no patient involvement. The device was not used. No additional information was provided.